Manufacturer narrative:
(B)(4).

Event description:
It was reported that the intra-aortic balloon pump (iabp) would stop pumping, had a white screen that was flickering and a high constant tone. The iabp would then reset, the screen came back with waveforms and then staff could restart pumping. This occurred at least 5 times. As a result, the staff changed to a second iabp. The patient is stable on the second iabp and the second iabp is functioning appropriately. There was no report of patient complications, serious injury or death.

Manufacturer narrative:
Qn# (B)(4). No iap part or recorder strip was returned to teleflex chelmsford for investigation. The reported complaint of the pump would stop pumping along with flickering white screen and high constant tone is not able to be confirmed. The field service agent checked the pump and could not replicate the problem. The pump passed functional checkout. The root cause of the complaint is undetermined. A device history record (DHR) review was conducted for the lot number/serial number with no relevant findings. The device passed all manufacturing specifications prior to release. Teleflex assessed the risk for the reported complaint. There are no new or revived risk. This will be monitored for any developing trends.

Event description:
It was reported that the intra-aortic balloon pump (iabp) would stop pumping, had a white screen that was flickering and a high constant tone. The iabp would then reset, the screen came back with waveforms and then staff could restart pumping. This occurred at least 5 times. As a result, the staff changed to a second iabp. The patient is stable on the second iabp and the second iabp is functioning appropriately. There was no report of patient complications, serious injury or death.